Manufacturer narrative:
The tech found the left intermediate side rail outer support arm was cracked due to excessive force. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk of the facility performed any other preventative maintenance on this bed. The tech replaced the left intermediate side rail center arm and outer arm to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the account stated that the left intermediate side rail arm was cracked in half, preventing the side rail from latching. The bed is located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our compliant handling system as complaint # (B)(4).